Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient no longer used the device because when she pressed against her back she felt shocking, even when the device was off. The ins was depleted so no impedances could be checked and the device couldn't be reprogrammed. The patient had severe degeneration of multiple vertebral bodies causing extreme curvature of her spine. The medications she has been on caused diarrhea so severe that the patient lost about 30 pounds. The leads protrude and cause discomfort now. The patient may have a large back surgery and have the scs device removed as part of the procedure. No further complications were reported.